Manufacturer narrative:
Voluntary medwatch report received: mw5154924.

Event description:
Voluntary medwatch report received reported that the low voltage lead exhibited atrial far field oversensing.